Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the router was replaced. The system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot : (B)(6), UDI: (B)(4). H3: hardware analysis confirmed the reported issue. When the router was connected to a known good system, it connected on the first try. However, after rebooting the system two more times, the router would not connect each time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after transferring a spin and proceeding to navigate, the camera cart became disconnected and was showing an error message to contact technical services (ts). No impact on patient outcome. There was a delay less than one hour.  The manufacturer representative (rep) restarted the systems, powered on the system to which the main cart had no video detected. The rep shutdown both carts, reset the ups and powered both systems from the main cart button. However, the camera cart was still stating that it was unable to connect. The rep logged into admin and in the self-test, internal network connection, the main cart showed all green and connecting while the camera cart showed everything as red and unavailable. Technical services (ts) recommended grabbing another navigation system's camera cart to proceed with the case, however, when connecting the second camera cart and cart-to-cart cable, it was still not connecting and the self test showed the same red status for the camera cart. The surgeon decided to continue without navigation. The mos t likely cause is a component on the main cart.